Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h4, h6, and h10. Failure analysis confirmed the reported complaint. The distal end of the tip cover accessory exhibited localized melting, which is indicative of arcing. The holes were measuring approximately .050" x .053".

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. This complaint is being reported due to the following conclusion: the tip cover accessory had holes/tears/missing material on the gray silicone area based on pictures provided. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion

Event description:
It was reported that during a da vinci assisted surgical procedure, a hole opened up in 2 places on the tip cover accessory. The accessory was replaced with a backup and the procedure was completing as planned with no reported injury. The customer provided pictures of the tip cover accessory appearing to show 2 holes/tears/missing material on the gray silicone are.